Event description:
It was reported that the flexible shaft connector was found disassembled in the facility¿s central sterile processing department with the locking pins that hold the washers in place missing. There was no surgical or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history record review was attempted for the subject device; however, the review could not be completed because the device is a lot controlled item. The manufacture date of this item is 25-jan-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history record review has been requested for the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.